Event description:
The customer returned the evis exera iii bronchovideoscope to olympus repair center for evaluation of a reported no image that was found during preparation for use. No patient injury or harm has been reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device was returned and inspected. No image was found on the device. Furthermore, the following additional issues (non-reportable) were identified during inspection: the plug unit and pc-board were unable to be checked. Multiple deep dents on the insertion tube, ring gauge failure is affecting the internal element, bending section cover or distal sheath scratch, bending section cover or distal sheath glue peel, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress being applied to the insertion section while the user was handling the device, which led to damage of the charged coupled device (ccd-unit). Consequently, the event occurred. The user maybe able to detect the event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image the user maybe able to reduce/prevent occurrence of the event by handling the device in accordance with the following IFU: - inspection of the endoscope : inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - when inserting the endoscope through the mouth, place the mouthpiece (ma-651) in the patient¿s mouth as necessary before inserting the endoscope to prevent the patient from accidentally biting the insertion section. Biting the insertion section may result in a break in the cable or malfunction of the light guide. Olympus will continue to monitor field performance for this device.